Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient went to ventricular tachycardia and the device failed to convert the rhythm. The patient had to be externally shocked. The patient was provided with more medications and the patient was scheduled for epicardial ablation in the future. The patient's condition is stable.

Event description:
Additional information received indicates the patient was removed from the clinical study in march 2016 due to non-compliance. The patient later expired on (B)(6) 2016 due to cardiogenic shock secondary to non-ischemic cardiomyopathy. There is no indication the death was related to any abbott device.